Event description:
In 2005, the physician attempted to seal a perforation in the "circumflex" using a 3.5 x 12 millimeter (mm) graftmaster stent graft. The cause and size of the perforation are unknown. The vessel was described as "highly tortuous and highly calcified with almost a one hundred and eighty (180) degree turn. "Reportedly, the graftmaster was unable to "advance across the lesion due to the vessel condition." The pt was sent to surgery for surgical repair of the perforation. The pt "did well during surgery" but reportedly had a "minor stroke post surgery." The pt is reportedly "doing well" after the stroke. The pt was discharged in 08/2005 from the hospital.